Manufacturer narrative:
Concomitant medical products: product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer, patient. Product ID: 3093-28, lot# v004124, implanted: (B)(6) 2006, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported longevity calculations were ran and it showed 72.3 months. The longevity calculation was retested on the day of report and it showed 119 months, and ¿ok¿ status. It was stated when stimulation was on the patient had a shocking or jolting sensation, and had been getting shocking at times. It was not known when it started or where on the body it was occurring. It was noted the ¿interstim was fading,¿ and incontinence was increasing, and her therapy was not as good as before. The patient¿s case ¿had been a struggle along the way.¿ the patient had falls but caller does not know when they occurred. On the day of report the caller changed programs to 2-3+ and the patient felt stimulation more at 3.2v.

Event description:
Additional information received reported the implantable neurostimulator was put in another pocket because it ¿wasn¿t right.¿ per manufacturer¿s device registry the device had been explanted. No outcome was provided with this event. A follow up report will be sent if additional information is received.